Event description:
It was reported that during the implant, when attempting to place the lead in the apex that the lead had high bipolar and unipolar impedance. Also the lead had no capture at 5 volts, but was able to capture at 8 volts. The physician suspected an issue with the lead conductor. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.